Manufacturer narrative:
The customer's address is unknown. Unknown, (B)(6) USA has been used as a default. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a "free-floating" hair was found at the attachment point between the bd precisionglide¿ needle and tip of the syringe before use. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter: "per reporter, when the physician went to attach the injection needle to the syringe after withdrawing the medication, she found a strand of hair (foreign matter) in between the two components. Specifically, the hair was located at the attachment point between the needle and the tip of the syringe. The physician was unable to recall which component originally contained the hair or where the hair originated from. The reporter confirmed that the hair did not come from the physician. In addition, no description of the hair was provided by the physician and the reporter denied any adverse events or missed doses due to this event. Please note that the patient successfully received a dose from a new eylea kit." "Per reporter, the foreign matter was free-floating."

Manufacturer narrative:
H.6. Investigation: no samples or photos were provided for evaluation. Based on the investigation conclusion and without a sample to analyze, the condition reported by the customer could not be confirmed nor could this symptom be correlated with a potential cause linked to the bd process. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. H3 other text : see h.10.

Event description:
It was reported that a "free-floating" hair was found at the attachment point between the bd precisionglide¿ needle and tip of the syringe before use. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter: "per reporter, when the physician went to attach the injection needle to the syringe after withdrawing the medication, she found a strand of hair (foreign matter) in between the two components. Specifically, the hair was located at the attachment point between the needle and the tip of the syringe. The physician was unable to recall which component originally contained the hair or where the hair originated from. The reporter confirmed that the hair did not come from the physician. In addition, no description of the hair was provided by the physician and the reporter denied any adverse events or missed doses due to this event. Please note that the patient successfully received a dose from a new eylea kit." "Per reporter, the foreign matter was free-floating."